Event description:
It was reported the patient fell and damaged the device. The patient experienced pain and sensitivity around the area. Coupling and/or communication issues were reported. The device battery was discharged. The patient lost stimulation. The manufacturer representative confirmed the patient recharger worked with a different neurostimulator. An xray was suggested to determine if the neurostimulator was flipped. The neurostimulator flipped several times; the plan was to suture in the neurostimulator and perhaps replace the leads. The neurostimulator was replaced.